Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (ous), the short port blunt tip trocar (btt) was discovered to be cracked when opened the vv7. They opened another unit of vv7 and finished the surgery. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting(ous), the short port blunt tip trocar (btt) was discovered to be cracked when opened the vv7. They opened another unit of vv7 and finished the surgery. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25158845 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/16/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. A crack was observed on the inside of the gray endoscope seal. No other visual defects were observed. An investigation was conducted on 07/20/2022. Signs of clinical use and no evidence of blood was observed. There was a crack observed on the inside of the gray endoscope seal. No other visual defects were observed. Based on the photographic inspection as well as the investigation results, the reported failure "crack" was confirmed. For the reported failure "crack" the root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).